Manufacturer narrative:
Section b2: additional information section b5: additional information section g3: correction section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4).

Event description:
It was reported that the patient continued on parenteral antibiotics on (B)(6) 2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Complaint data is reviewed periodically per the quality data review process. Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2017 patient was seen in follow up clinic. Patient stated symptoms of fatigue. Driveline swabbed and blood cultures drawn to further assess symptoms of fatigue. On (B)(6) 2017 driveline culture resulted in staph aureus. No further or additional information was provided.